Event description:
It was reported that during a follow-up, increased capture threshold was observed. All other measured parameters were normal. The device was programmed. The patient was in good condition and will be monitored.